Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had peritonitis and low bp which is 100/60 that occurred on an unknown date coincident with dianeal 1.5% pd2 2 bags, and dianeal 2.5% pd2 1 bag. Solutions used for peritoneal dialysis (pd) therapy. It was mentioned that the patient was also using extraneal 7.5% for pd therapy. It was reported that the cause of peritonitis was due to catheter breakage. On an unreported date, the patient was hospitalized. On an unreported date, a peritoneal effluent sample was taken for analysis and culture and the results were unknown. On the same date as onset, the patient was treated with vancomycin injection (1gm every 3 days, route and duration were not reported) and ceftazidime injection (1gm everyday, route, frequency and duration were not reported) all were ongoing for this event. The patient was still in the hospital. Action with pd therapy was not reported. All antibiotic treatments were ongoing. It was reported that re training was not done. At the time of this report, the patient was recovering for the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ongoing pd (peritoneal dialysis) therapy, the patient had peritonitis and low bp which is 100/60 that occurred on an unknown date coincident with dianeal 1.5% pd2 2 bags, and dianeal 2.5% pd2 1 bag. Solutions used for peritoneal dialysis (pd) therapy. It was mentioned that the patient was also using extraneal 7.5% for pd therapy. It was confirmed that the peritonitis (not related to the reported device) was caused by the break in aseptic technique. It was also stated that there was no issue (breakage or leakage) in the catheter. On (B)(6) 2021, the patient was hospitalized. On an unreported date, a peritoneal effluent sample was taken for analysis and culture and the results were due to the break in aseptic technique. On the same date as onset, the patient was treated with vancomycin injection (1gm every 3 days, route and duration were not reported) and ceftazidime injection (1gm everyday, route, frequency and duration were not reported) all were ongoing for this event. The patient was still in the hospital. Action with pd therapy was not reported. All antibiotic treatments were ongoing. It was reported that re training was not done. It was stated that in the electromechanical device, audible or visual alarms were generated. At the time of this report, the patient was recovering for the event.

Event description:
According to the reporter, during an ongoing pd (peritoneal dialysis) therapy, the patient had peritonitis and low bp which is 100/60 that occurred on an unknown date coincident with dianeal 1.5% pd2 2 bags, and dianeal 2.5% pd2 1 bag. Solutions used for peritoneal dialysis (pd) therapy. It was mentioned that the patient was also using extraneal 7.5% for pd therapy. It was confirmed that the peritonitis (not related to the reported device) was caused by the break in aseptic technique (improper handling). It was also stated that there was no issue (breakage or leakage) in the catheter. On (B)(6) 2021, the patient was hospitalized. On an unreported date, a peritoneal effluent sample was taken for analysis and culture and the results were due to the break in aseptic technique. On the same date as onset, the patient was treated with vancomycin injection (1gm every 3 days, route and duration were not reported) and ceftazidime injection (1gm everyday, route, frequency and duration were not reported) all were ongoing for this event. The patient was still in the hospital. Action with pd therapy was not reported. All antibiotic treatments were ongoing. It was reported that re training was not done. It was stated that in the electromechanical device, audible or visual alarms were generated. At the time of this report, the patient was recovering for the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.